Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded increasing left ventricular (lv) impedance measurements that eventually were greater than 2000 ohms. Increased pacing thresholds were also noted. Technical services (ts) discussed troubleshooting options. When the lead configuration was changed, the impedance was noted to be within normal limits. A chest x-ray was also performed, which was noted to be normal. Ts discussed that if all other pacing configurations were in range, there should be little concern for the lead integrity. To date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available the event will be updated.